Manufacturer narrative:
On /25/2016: follow up with tandem clinical diabetes specialist provided the following additional information: additional training for the customer was requested. Reportedly, customer was very positive and "everything was going well" with bg level at 124 mg/dl. During initial pump training, the customer reported using the pump primarily for basal insulin. At that time, the customer was resistant to being taught how to use the bolus calculator. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels would elevate (522/mg/dl) very late at night and in the morning. Customer believed that the nighttime basal setting may have been incorrect. Customer also reported not knowing how to perform a correction bolus using the pump and not being well trained. Customer administered a manual injection to treat elevated bg levels. Customer was not experiencing elevated bg levels at the time of the report.